Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation with an unspecified defect. Reliability engineering evaluated the device and observed that the device motor seized, jammed, was blocked, running rough and was heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from germany that before surgery, it was observed that the power drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the device motor seized, jammed, was blocked, running rough and was heavy moving. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.